Event description:
During our first contact with consumer he alleged that after prolonged use of a heating pad for back pain he developed a rash on his back. While at the doctor for another issue, he was diagnosed with erythema ab igne (skin discoloration). Consumer also went to the doctor 3 months later for the same area on his back. The doctor found a darkened area of skin and was advised to keep an eye on it for any changes in texture. Subsequently, consumer informed us that he was originally diagnosed with 2nd or 3rd degree burns.

Manufacturer narrative:
Consumer admits to leaning on the heating pad which is abuse of the product and a violation of the instructions and warning provided. Heating pad is bunched/crushed which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.